Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber analysis confirmed that the fiber tip was present (glass cap/metal cap); therefore, the alleged tip damage and end firing cannot be confirmed. Visual analysis did identify a fiber body break between input connector and control knob. It is probable that procedure handling may have contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.

Event description:
It was initially reported that during a photoselective vaporization of the prostate procedure the tip was damaged after 18,080 joules used, and fiber was end firing. The procedure was completed with another of the same device, without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the tip was damaged, and fiber was end firing. The procedure was completed with another of the same device, without patient complications.